Event description:
It was reported the device displayed force sensor failure. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the plunger tamper seal broken, a cracked bottom case by l-bracket, cracked right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The force sensor was out of calibration so it was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.